Manufacturer narrative:
The subject device was returned to omsc for evaluation. The distal end of the cutting knife was missing about 1.5mm from the tip. The manufacturing history record was reviewed, with no irregularities noted. Based on the similar cases in the past, olympus medical system corp.(omsc) presumes the following mechanism. Since the cutting knife and the tissue contacted at points during cutting the tissue, electric discharge was generated. The strength of the cutting knife was deteriorated due to local increase of the heat given to the cutting knife. Then, the cutting knife broke off. Moreover, it is estimated that the electric discharge occurred because of the following reasons. -the electro surgical unit was used in the coagulation mode -the high frequency setting value was too high -the activation time was too long -the contact length between the cutting knife and the tissue was too short the instruction manual of the device has already warned as follows; -when the electrosurgical unit is used in the coagulation mode, deformation or break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the coated outer tube. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using grasping forceps. -do not set the output value of the electrosurgical unit too high or too low. Also, do not allow the activation time to be too long or too short. Set the highfrequency output mode of the electrosurgical unit optimally according to the conditions of the tissue to be cut. An excessive or insufficient output value may result in perforation, bleeding, mucous membrane damage or thermal injuries to the non-target tissue.

Event description:
During colon endoscopic submucosal dissection(esd), the doctor realized that the inner wire of the device was cut off when he pulled the slider. Thus, the doctor replaced it with a spare one and completed the procedure. There was no patient injury reported. When the device was evaluated on june 27, 2017, omsc confirmed that the distal end of the cutting knife was missing.